Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit received without the original battery. A test battery was installed and removed in the battery tube with no anomalies noted. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received cracked retainer, minor scratched display window, stained keypad overlay and scratched case. (B)(4).

Event description:
The customer reported via phone call that the customer had issue with the battery life. The blood glucose at the time of the incident was unknown. The customer reported that the insulin pump was not warned her when battery was low and battery cap was damaged and metal piece was missing. The device will not be returned for analysis.